Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reamers are blunt.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5, h6 health effect - impact code.

Event description:
Additional information received. A. Who identified the issue? Surgeon. B. Did the deficiency occur during use? Yes. C. What specific products (if part of a set) were involved? All reamers. D. Please verify if the instrument was used during surgery? If yes, was there a surgical delay? What was the duration of the delay? Yes about 3 mins. E. Was/were there any adverse consequence/s that affected the patient because of the reported event? No. F. Can you provide the lot number of the reported products? No.